Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. A product investigation therefore, could not be performed. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests have been received for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides the customer with proper usage instructions and guidelines along with warnings and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zcb00 17.0 diopter intraocular lens (iol), the physician observed a defect on the center of the lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 05/02/2017. Device returned to manufacturer? Yes. Device evaluation: the lens was not returned, only the carton box with lens case insert were received. The reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.